Event description:
It was reported that after the programmer was repaired and returned to the customer, the programmer experienced noise and a solid ventricular sense cross signal. The programmer will remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.